Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the information available to date. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that the perceived root cause of the burst balloon was stj calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for inability to withdraw system through the sheath was confirmed based on the information available to date. Available information suggests procedural f actors (altered balloon profile) likely contributed to the event as the balloon burst during valve deployment. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in south korea, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by right transfemoral approach. During the procedure, the commander delivery system balloon burst right after the full inflation. Despite this, the valve was fully deployed, and no post-dilation was required. Resistance was encountered while retrieving the delivery system through sheath, and a femoral artery rupture occurred. Consequently, a surgical cut-down was required and vascular repair intervention was required. Upon withdrawal, damage to the sheath distal tip was observed. The seam of esheath was torn and the distal part was separated from the esheath due to withdrawal difficulties. The patient was in stable condition. As per medical opinion, the perceived root cause of the balloon burst was sinotubular junction calcification.